Event description:
Event description guidant received information that a manual capacitor reformation would not complete and had to be aborted. Afterward, the programmer did not provide a capacitor reformation reading.